Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number and product was not returned.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range = 2.5 - 3.5. On (B)(6) 2016: inratio inr = 2.4. Approximately 3 weeks prior to (B)(6) 2016 which would be approximately middle (B)(6), patient admitted to hospital due to "feeling dizzy and sick to the stomach". Laboratory inr (venous draw) was conducted upon admittance, lab inr = 6.9. Patient was administered a shot of vitamin k and her coumadin treatment was stopped and adjusted. Patient was in hospital for 6 days and was released approximately 2 weeks ago. Upon release, patient was stable. Exact date of hospital admission or release not provided per patient's son. Name of hospital not provided. Patient's son unable to provide information on other treatment administered. Discharge diagnosis unavailable. No additional information provided.

Manufacturer narrative:
Correction: current statement: approximately 3 weeks prior to (B)(6) 2016 which would be approximately (B)(6). Correction should read: approximately 3 weeks prior to (B)(6) 2016 which would be approximately (B)(6).